Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high superior vena cava (svc) impedance. In addition, noise was observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.